Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: on examination, there was visible corrosion inside the battery compartment. Investigation confirmed the allegation of moisture ingress. The pump case and battery cap were intact without damage. The battery cap that was returned with the pump for investigation fit tightly onto the pump for investigation. A leak test was performed and did not reveal any moisture leakage into the pump. The pump case was removed for further investigation and did not reveal any moisture ingress inside the pump¿s interior compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).